Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was overdischarged from the device not being u sed/charged. A jumpstart was attempted, but it failed. The implant was not flat in the patient's body. The hcp wanted to replace the ins so the patient could have an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. An overdischarge was alleged. The rep reported not being able to connect with their clinician programmer and stated that they couldn¿t connect with the ins using the patient programmer or recharger either. The patient wasn¿t using the stimulator and they didn¿t recharge it for a few months. It was reported that the patient tried to use the spinal cord stimulator this past week but couldn¿t. The rep stated that they palpated the pocket and the ins appeared ¿no flat and the edge of the ins was against the skin¿. Technical services reviewed with the rep that a flipped ins generally would still allow communication, thus the ins was more likely overdischarged. Technical services told the rep that if the physician mode recharge (pmr) did not work then it warranted an x-ray to confirm the ins position. Steps were reviewed for a pmr. No symptoms were reported. The event occurred this past week in (B)(6) 2019. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019, reporting that the patient lived out of town and the rep was trying to schedule an appointment with their doctor to follow-up. It was indicated that the rep had no further information at this time regarding clarification on whether or not the flipped ins was confirmed or regarding further actions taken to resolve the reported issues. No further complications were reported/anticipated.